Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box history found record of the reported occlusion alarm due to high force. Using tests caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm. A normal bolus and an audio bolus was delivered and recorded corrected.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.